Event description:
Additional information received confirmed that both the leads had migrated.

Event description:
Related manufacturer reference number: 1627487-2022-04922. It was reported the patient experienced lead migration. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. (B)(6). During processing of this incident, attempts were made to obtain complete device information.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.